Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user had hypoglycemia. Blood glucose level was 49 mg/dl. User declined to troubleshooting as she will monitor insulin pump and if issue persist she will call back. It was unknown whether the user was using auto mode feature at the time of reported incident. Insulin pump will not be returned for analysis.